Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found to have a generator defect related to module time-out leading to error 1-89. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, error 1-89 occurred on vio dv integrated electrosurgical unit (iesu). The customer power cycled the iesu, but the issue was not resolved. Intuitive surgical, inc. (Isi) technical support engineer (tse) explained that forcetriad would be compatible generator for scheduled procedure. The procedure was completed with no reported injury.